Event description:
It was reported that the pulse generator exhibited high pacing thresholds. The device was explanted and replaced.

Event description:
Upon review, this pulse generator should not have been submitted as a medical device report (MDR) and did not cause a serious adverse event, and not likely to cause a serious injury upon recurrence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.